Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that wafers melted. The end user stated that ¿he has always cut the outer paper area of the wafer and not the moldable material in the inner circle.¿ he further stated that he sees ¿clear plastic¿ when wafer melts and that is what rubs against his stoma and causes bleeding. He reports that he has noticed this bleeding on about "four (4) occasions over the last six (6) months." The end user was unable to provide lot number(s) or quantity of affected.